Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return that the unit would not function and that all of its lights were "solid on" after a new battery was inserted and this was attributed to the printed circuit board (pcb) being out of specification in an electrical manner. It was additionally noted that the interconnect flex was disconnected, the high rate cover was broken, the main clear cover, side bail covers, output connector nut, output connector, side bails and ring bail were missing, the upper and lower cases were broken and corroded, the battery drawer was damaged and the battery flex and battery contacts were contaminated and corroded. Due to its age the device was to be scrapped in-house. Failure analysis was performed on the main pcb. Visual inspection found contamination on the backside of the pcb. Bench analysis found that after reversing the polarity of the battery the device did not run. After contamination was cleaned from the pcb there was no change to performance. After replacing a transistor component normal operation resulted. The device then passed functional testing. Conclusion: the reported event was confirmed that the device would not power-up. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator would not function; all lights were "solid on" after putting in a new battery. The caller was informed that, due to the external pulse generator being older than five years, it would no longer be serviced. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event. It was further reported that the generator was returned to service.